Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11-dec-2017 with the following findings: the keypad was found to be intact; no damage was observed. The pump powered on with an unresponsive keypad. Further testing was not able to be performed due to the unresponsive keypad. The keypad was removed and no contamination or damage was found to the button contacts. The pump¿s cover was removed and moisture corrosion was found to the keypad flex and connector. Unrelated to the complaint, investigation revealed a battery compartment crack. The battery cap was not returned; a test battery cap was used for testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up, down, and ok/enter button's were under responsive on the keypad. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.